Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the caller with pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if any malfunction code recurs.